Event description:
The customer reported that a xhibit central station shut down on its own while in use. There was no patient or user harm associated with this event.

Manufacturer narrative:
The customer biomed reported that their troubleshooting identified that the unit had a faulty fan on the video card and the cpu was making noise. The unit was returned to spacelabs healthcare for further evaluation and repair. The equipment service center confirmed the issues with the unit. The customer was advised that due to the age of their device and part obsolescence their xhibit central station was no longer repairable. A replacement unit was provided. The xhibit shut down on its own due to a faulty fan on the video card.